Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to returned part analysis. Result code (annex c) additional code added h3: device evaluation summary: was updated due to returned part analysis medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had an open "sol 1" and "sol 2" with a power-on self test (post) failure code and a background fault code. The customer additionally reported that a leaking sound was coming from the inspiratory module when air/oxygen gases were applied. A review of logs suggested that unit had loss of ventilation (lov) and the reported post failure occurred later. The service personnel (sp) inspected the ventilator and based upon the background and post codes in memory, replaced the oxygen (o2) mix proportional solenoid (psol). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One o2 mix psol was returned to medtronic for further analysis. Visual inspection showed no anomalies. The returned o2 mix psol was attached to failure investigation test ventilator for analysis. The unit powered up and an audible gas leak was emitted from the o2 mix psol. Further analysis determined a piece of foreign material lodged between the poppet and the seat carrier prevented the unit from forming a proper seal and caused the leak. The cause of both the lov and post failure was isolated due to faulty o2 mix psol. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator had an open "sol 1" and "sol 2" with a power-on self test (post) failure code and a background fault code. The customer additionally reported that a leaking sound was coming from the inspiratory module when the when air/oxygen gases were applied. Although it was originally reported that there was no patient involvement with the reported event, a review of logs suggest that a loss of ventilation occurred during use on a patient and the reported post failure occurred approximately two hours afterwards. There was no reported injury with the reported event.

Event description:
It was reported that the 980 ventilator had an open "sol 1" and "sol 2" with a power-on self test (post) failure code and a background fault code. The customer additionally reported that a leaking sound was coming from the inspiratory module when the when air/oxygen gases were applied. Although it was originally reported that there was no patient involvement with the reported event, a review of logs suggest that a loss of ventilation occurred during use on a patient and the reported post failure occurred approximately two hours afterwards. There was no reported injury with the reported event.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had an open "sol 1" and "sol 2" with a power-on self test (post) failure code and a background fault code. The customer additionally reported that a leaking sound was coming from the inspiratory module when air/oxygen gases were applied. A review of logs suggested that unit had loss of ventilation (lov) and the reported post failure occurred later. The device was available for evaluation. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. A review of logs suggested that unit had loss of ventilation (lov) and the reported post failure occurred later. The service personnel (sp) inspected the ventilator and based upon the background and post codes in memory, replaced the oxygen (o2) mix proportional solenoid (psol). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of both the lov and post failure was isolated in the field to potential fault in o2 mix psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.